Event description:
Revision surgery - the pt was dislocating, replaced with the same head. Encore rec'd a complaint about a reportable event. It was determined that the MFR of the device in question was osteoimplant technologies, inc. -oti-. As part of encore's acquisition of the oti product lines, oti -now known as pinnacle holding inc.- agreed to assume all regulatory responsibilities for product implanted prior to encore's acquisition of their product lines on (B)(6) 2005. The info in this report will be forwarded to (B)(6) at pinnacle holding inc., (B)(4).